Event description:
It was reported that a spectrum pump was experiencing a deficiency in flow rate accuracy. It was reported that "if 20 ml was programmed, only 10 ml was delivered." It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The unit passed flow rate testing per the spectrum service manual. The pump passed add'l flow rate tests as well. However, when tested for flow rate accuracy using the parameters found in the history log (300 ml/hr with a volume to be infused of 20 ml), the unit was found to be slightly under-infusing, delivering 18.641 ml. The pump was not within spec in relation to the reported symptom. The unit was not under-infusing at the magnitude described by the customer. The pump was re-calibrated to correct this flow rate deficiency.